Event description:
Pulsion of the knee [joint disorder nos] . Allergic reaction [allergic reaction]. Pain [knee pain] . Swollen knee [knee swelling] . Punctured and it was removed approximately 50ml of a clear liquid [knee effusion]. Case narrative: initial information received on 14-jun-2019 from brazil regarding an unsolicited valid serious case received from a physician. This case involves a 75 years old female patient who experienced pain (latency: 5 days), swollen knee (latency: 14 days), pulsion of the knee (latency: unknown), allergic reaction (latency: unknown) and punctured and it was removed approximately 50ml of a clear liquid (latency: 14 days), after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection at the unknown dosage at frequency once via intra-articular route (lot - 8rsl027, march 2021) as product used for unknown indication. On (B)(6) 2019, after 5 days latency, the patient experienced pain. On (B)(6) 2019, patient was prescribed with unspecified oral anti-inflammatory. On (B)(6) 2019, after 14 days, patient's knee was swollen and then punctured and it was removed approximately 50ml of a clear liquid and then it was sent for analysis, in which there was no contamination. On the unknown date, patient had pulsion of the knee. This event was assessed as serious with the seriousness criteria of intervention required. It was reported by the patients doctor that the events presented by the patient were transient and possibly an allergic reaction (latency: unknown) to the use of hylan g-f 20, sodium hyaluronate injection. The patient did not perform any allergic testing to confirm whether she was allergic to the product. On an unknown date, after a few weeks, the patient had recovered and was fine. Action taken: not applicable. Corrective treatment: unspecified oral anti-inflammatory medication, punctured and 50 ml fluid was removed for swollen knee, allergic reaction and pain; pulsion of the knee for the pulsion of the knee and not reported for punctured and it was removed approximately 50ml of a clear liquid; none for allergic reaction outcome: recovered/resolved for all events a product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: 8rsl027 global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl027 expiration date (2021-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl027 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there are 7 complaints on file for lot# 8rsl027 and all related sub-lots. 4 complaints were on file for lot# 8rsl027a: (3) syringe tip breakage and (1) adverse event report. 3 complaints were on file for lot# 8rsl027: (2) adverse events and (1) syringe tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 31-jul-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 12-sep-2019 from physician. Event of allergic reaction added. Outcome updated to recovered for all events. Clinical course updated. Text amended accordingly.

Event description:
Pulsion of the knee [joint disorder nos] . Pain [knee pain] . Swollen knee [knee swelling]. Punctured and it was removed approximately 50ml of a clear liquid [knee effusion] case narrative: initial information received on 14-jun-2019 from brazil regarding an unsolicited valid serious case received from a physician. This case involves a 75 years old female patient who experienced pain (latency: 5 days), swollen knee (latency: 14 days), pulsion of the knee (latency: unknown) and punctured and it was removed approximately 50ml of a clear liquid (latency: 14 days), after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at frequency once via intra-articular route (lot - 8rsl027, (B)(6) 2021) as product used for unknown indication. On (B)(6) 2019, after 5 days latency, the patient experienced pain. On (B)(6) 2019, patient was prescribed with unspecified oral anti-inflammatory. On (B)(6) 2019, after 14 days, patient's knee was swollen and then punctured and it was removed approximately 50ml of a clear liquid and then it was sent for analysis, in which there was no contamination. On the unknown date, patient had pulsion of the knee. This event was assessed as serious with the seriousness criteria of intervention required. Final diagnosis was pain, punctured and it was removed approximately 50ml of a clear liquid, swollen knee and pulsion of the knee. Action taken: not applicable corrective treatment: unspecified oral anti-inflammatory medication, punctured and 50 ml fluid was removed for joint swelling and pain; pulsion of the knee for the pulsion of the knee and not reported for punctured and it was removed approximately 50ml of a clear liquid. Outcome: unknown for all the events. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: 8rsl027 global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl027 expiration date (2021-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl027 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there are 7 complaints on file for lot# 8rsl027 and all related sub-lots. 4 complaints were on file for lot# 8rsl027a: (3) syringe tip breakage and (1) adverse event report. 3 complaints were on file for lot# 8rsl027: (2) adverse events and (1) syringe tip breakage. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019 additional information received on 31-jul-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Pulsion of the knee (joint disorder nos). Pain (knee pain). Swollen knee (knee swelling). Punctured and it was removed approximately 50ml of a clear liquid (knee effusion). Case narrative: initial information received on (B)(6) 2019 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old female patient who experienced pain (latency: 5 days), swollen knee, pulsion of the knee, and punctured and it was removed approximately 50ml of a clear liquid (latency: unknown), after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at 1x frequency via intra-articular route (lot - 89rsl027, march 2021) as product used for unknown indication. On (B)(6) 2019, patient experienced pain. On (B)(6) 2019, patient was prescribed with unspecified oral anti-inflammatory. On (B)(6) 2019, patient's knee was swollen and then it was punctured, and 50 ml of clear fluid was removed approximately and then it was sent for analysis, in which there was no contamination. On the unknown date, patient had pulsion of the knee. This event was assessed as serious with the seriousness criteria of intervention required. Final diagnosis was pain, punctured and it was removed approximately 50ml of a clear liquid, swollen knee and pulsion of the knee. Action taken: not applicable. Corrective treatment: unspecified oral anti-inflammatory medication, punctured and 50 ml fluid was removed for joint swelling and pain; pulsion of the knee for the pulsion of the knee and not reported for punctured and it was removed approximately 50ml of a clear liquid. Outcome: unknown for all the events. A product technical complaint was initiated and results were pending for same.